Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the bevel section is melted; there is some white unknown substance noted inside the fiber cap tip; the glass cap exhibits very mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, the fiber was damaged at the tip @ 26 seconds of use. 1,824 joules of use. The procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.